Manufacturer narrative:
Device passed self test. However, device alarmed pump error 38 during rewind due to corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had no motor movement or negligible movement. Retries to free a stuck motor failed. Customer's blood glucose level was 8.1 mmol/l at the time of incident. Customer stated that they were able to clear the alarm successfully but were not able to rewind the insulin pump. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.